Manufacturer narrative:
The device was part of an orcapod 4 kit. The complainant was unable to provide the suspect device lot number for the kit; therefore, the expiration date, device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician found a piece of plastic in the working channel of the scope. It is unknown if it was a piece of the seal biopsy valve, however it was noted that there was no visible damage to the device. The procedure was completed with the use of this device. There was no serious injury nor adverse patient effects reported as a result of this event.